Event description:
It was reported that (1) device was used during a gall bladder. It was reported by the affiliate that the al326 instrument jaw broke and fell into the pt. Another instrument was used to complete the case. No further consequence to the pt.